Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation. The receiver (part number str-pr-001/serial number (B)(4)/lot number 5206620) being used with the transmitter was returned on (B)(6) 2016. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded receiver log did not confirm the reported event of an unrecoverable loss of antenna passed threshold. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a permanent out of range signal. No additional patient or event information is available.